Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing and did not alarm during therapy. The nurse reported that magnesium sulfate 1 gram in100ml was primed as a secondary medication ( piggy bag) in 30 minutes. Magnesium sulfate bag is still full and pump volume infused stated 2 ml, volume to be infused 98ml, primary bag was also still full, nothing was infusing via pump but pump did not alarm. This occurred in "mil 5ccu" no additional information is available.

Manufacturer narrative:
Correction f10/h6: medical device problem codes: a160106 was added in error to the initial report additional information h11: a review of the event history log for the reported event date did not find any programmed events. However the day prior shows an infusion of magnesium sulfate at 2ml/hr with a volume to be infused (vtbi) of 49.9 ml for over an hour, and then the rate was increased to 50ml/hr, then after another hour the infusion ran to completion. The event history log does not show any abnormalities that indicate the pump did not run as programmed. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Secondary flow issues may have several potential causes related to infusion setup, or an improperly primed set, including back check valve. Refer to compatible sets list, doc 11182, page 7 and the spectrum iq operators manual, 41018v0900, page 8-94. These setup factors are not related to spectrum infusion pump function. Should additional relevant information become available, a supplemental report will be submitted.